Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer sat on the pump and the pump touch screen became shattered, and hard to see due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to a backup pump for insulin therapy.